Manufacturer narrative:
Other: udf. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a reduction of a femur fracture. Allegedly, the threaded guide broke when it was inside the head of the femur. "After using the guide for other screws it is necessary to extract a little the cannulated 6.5 screw. When the screw intervenes, the doctor proceeds to use the guide again, forcing it with sudden movements and breaking it in the process." The threaded part of the guide part and remains inside the screw, approximately 1 cm.